Manufacturer narrative:
Device evaluation is not possible as device remains implanted in patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of lumbar spinal canal stenosis. There was no delay in overall procedure time as a result of this event. There were patient symptoms or complications as a result of this event. Device remains implanted in patient. The patient who received olif on l4/5 and posterior pps fixation with sextant last time was performed re-operation this time on (B)(6) 2020 due to stenosis between l2/3 and l3/4. There was posterior decompression, so plif was selected this time. Decompression was performed on l2/3 only. Plif was performed on l3/4. Bone fusion has been achieved on l4/5, so finally fixation was performed with rod on l3/4. Previous disease is ht lumbar spinal canal stenosis and lumbar degenerative spondylolisthesis.